Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a onetouch verio pro meter read inaccurately high compared to another meter. The patient reported blood glucose results of "193 mg/dl" with a lifescan meter and "140 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient did not allege any harm or injury because of the reported issue.